Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced reagent probe collar wash vacuum valves to resolve the issue. Fse verified instrument operation. Patient demographics (weight, age, date of birth, gender) are not provided for all patients.

Event description:
The customer reported of recovering low creatinine (cr-s) patient results in unicel dxc 600 pro synchron clinical system. The erroneous results were reported out of the laboratory. The customer repeated the samples on another instrument and on the same instrument. The calibration and quality control (qc) was within the laboratory specified range prior to the event. There is no report of impact to the patient treatment due to this event.